Event description:
There was no effect on channel 2; high impedance of over 40000 ohms on channel 2 electrode pole 8-11 was noted. There was reported to be no pt injury. In 2009, exploratory surgery was done. They found that they had not connected the extension to the implantable neurostimulator (ins) properly, so they corrected it and it worked fine.